Event description:
Customer reports the use by date on the active test strip vial as 10/2009. MFR's batch record confirmed the actual use by date to be 01/31/2008. No adverse event reported. Requested return of suspect device and replacement was sent.